Event description:
It was reported that the patient¿s device worked for ¿three to four years¿ and then stopped working. The patient had not been back to her health care provider (hcp). The patient was going to get a battery for her programmer and check the device. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 7435, serial# (B)(4) implanted: 2004 (B)(6); product type programmer, patient product ID 389133 lot# j0417565v, implanted: 2004 (B)(6); product type lead product ID 389133 lot# j0417565v, implanted: 2004 (B)(6); product type lead product ID 748925, serial# (B)(4), implanted: 2004 (B)(6); product type extension. (B)(4).